Event description:
It was reported that during a total knee arthroplasty, the navigation camera appeared to be smoking. This event occurred after the navigated portion of the procedure was completed, and did not cause a delay or affect the surgical outcome. No pt or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The device has not yet been received by the MFR, so the investigation has not begun. A follow up report will be submitted if the product is received, and if the investigation results require.